Manufacturer narrative:
The customer replaced the speaker assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. D4 - product UDI is corrected.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting an error code 1102 primary alarm failed message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided troubleshooting steps per the service manual. The rse provided the part number for a replacement speaker assembly.